Manufacturer narrative:
The initial medical device report was submitted 2938836-2015-02146. (B)(4). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that the remaining battery longevity significantly dropped from the expected longevity at the last device check. Device was explanted and replaced. Patient was doing well post procedure.